Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose level was 184 mg/dl. Customer did not recall any significant events that could have cause the alarm. The device was not exposed to a strong magnetic field or MRI. Cleared alarm and advised to disconnect from the device. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.